Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to a refractive surprise and the pt experiencing blurry vision. Additional info was requested and received.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Not enough info was provided to conduct a review on the cartridge lot. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(6) 2013. (B)(4).